Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device and brown particles observed on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device has been explanted.